Event description:
It was reported that on (B)(6) 2014, coronary angiography was performed and 90% stenosis was noted in the proximal left anterior descending (lad) artery. On (B)(6) 2014, the patient underwent a coronary stenting procedure, with implantation of a 2.5 x 18 mm xience xpedition stent in the proximal lad and a 2.5 x 23 mm xience xpedition stent in the mid lad. On (B)(6) 2014, stent thrombosis was noted in both implanted xience xpedition stents and a myocardial infarction (mi) developed. Percutaneous coronary intervention was performed, with stent implantation, to treat the thrombosis. The patient condition resolved on (B)(6) 2014 and the patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). The rx xience xpedition 2.5 x 23 mm mentioned is being filed under a separate manufacturer report number. There was no reported device malfunction and the product was not returned. The reported patient effects of myocardial infarction and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.